Event description:
No additional event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified only the blue/white suture and the two buttons were returned. It can be confirmed the blue/white suture is broke. Visual inspection of the short button found that there are nicks and burrs, predominantly on its top surface where the suture does not travel along. Visual inspection of the top hat button identified it was free of nicks and burrs. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device fractured during use. No further information is available at the time of this reporting.